Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 300 mg/dl to approximately 500 mg/dl; cause was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider on (B)(6) 2024. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.